Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lots possibly involved. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Physician reported patient had "pin tract infection treated w/abx".

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lots possibly involved. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Physician reported patient had "pin tract infection treated w/abx".